Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5.2 was failing to open. The nurse was able to recover the issue by manipulating the drawer front, but it was noted to be an ongoing issue. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height cubie drawer 5-2 on the auxiliary cabinet was tight to pull out, causing the drawer to fail frequently. A field service engineer (fse) removed the drawer and found that the issue to be a broken bracket on the inner guide rail. Further fse replaced the guide rail to resolve the issue and the drawer opened smoothly. The system functioned as intended after the field service engineer repaired the device.